Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate antitachycardia pacing (atp) was observed on the right ventricular (rv) lead. Abbott technical support reviewed device session records and confirmed the noise resulted in episodes of oversensing. The physician alleged lead insulation damage to be the cause of the event, but this was not confirmed via diagnostic imaging. A lead revision is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.